Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on the reported information. The assignable cause of the iipv was undetermined. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.

Event description:
The customer contacted global technical services (gts) regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than (B)(4) of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc). The caregiver (cg) stated this alarm occurred at power up. The cg stated there was nothing unusual about last night's therapy. The cg stated there were no symptoms or indications of an increased intra-peritoneal volume (iipv). The cg just wanted the message to clear to set up the hc for tonight's therapy. The technical service representative (tsr) assisted the cg to clear the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse was not aware of the alarm. She stated that the patient usually calls her if she has problems with the machine, so she stated she assumed the patient was doing fine. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.